Manufacturer narrative:
Date of estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2022-05338. It was reported that patient experienced ineffective stimulation. Reprogramming was attempted to no avail. X-rays were taken and confirmed the leads had migrated. Surgical intervention was undertaken wherein the both leads were explanted and replaced. Effective therapy was restored.